Event description:
(B)(4). Fifty plus pound weight gain, daily migraine headaches, constant nausea, weakness, fatigue, extreme bleeding with golf ball sized clots, discharge, irritability, depression, pain during intercourse, frequent uti.